Manufacturer narrative:
H4: device manufactured between october 12, 2020 to october 13, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking through the insertion area of the transparent cover and the brown housing. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.